Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the scope communication error b30 may have occurred because the wear on the pins of the output socket interfered with the communication between the endoscope and the video system center via the light source device. According to the device design record, the design of the power switch was changed to improve the resistance to damage to the power switch. Countermeasure products have been shipped since november 26, 2013. Since this device was manufactured before the design change of the power switch from the date of manufacture, there is possibility that the power switch failed due to the force and number of times to operate the power switch exceeded expectations. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in hamburg for evaluation. Olympus repair center inspected the device and confirmed the following; the endoscopic image was displayed only for a short time or sporadically. The xenon lamp installed in the device was made by a third-party. The air pump was contaminated with a green substance. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the scope communication error b30 was displayed on the monitor. There was no report of patient injury associated with the event. Olympus inspected the device at olympus repair center in hamburg and found that the output socket was defective and the scope communication error b30 occurred. In addition, the power switch was broken.